Manufacturer narrative:
Estimated date the device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Na

Event description:
It was reported that this was a closure of an unspecified vessel using a prostyle device. Reportedly, an unspecified device issue occurred resulting in a cut down. No additional information was provided.